Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm while setting a temporary basal rate in the pump. There was no reported impact to the customer's blood glucose level due to this event. Tandem technical support assisted the customer with resetting the pump. The alarm did not reoccur.